Event description:
It was reported that the patient experienced elevated blood glucose after changing the cadd cleo infusion set, and the cannula was found to be bent without a line blocked alarm. The patient administered a manual injection of insulin and changed the infusion site, after which the issue was resolved. There were patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.